Event description:
Information received indicates the left foot siderail will not latch.

Manufacturer narrative:
The hill-rom technician found an unknown substance in the siderail latch block causing the latch to stick. The technician cleaned and lubricated the latch block to repair the bed.